Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b2, b5, b6, b7, d1, d4, g4, h4, h6 (patient and device codes) g4 (510k): k172557. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt, chest/abdominal pain, hypotension, blood transfusion, depression, anxiety, panic attacks, physical limitations. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest/abdominal pain, hypotension, blood transfusion, depression, anxiety, panic attacks, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter via the right internal jugular vein due to prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "stomach pain, chest pain, low blood pressure, blood transfusion", physical limitations, depression, anxiety, panic attacks. Ivc filter placement: "findings: 1. On the initial cavogram, the ivc appears widely patent. No abnormality is identified. 2. After filter placement, repeat cavogram shows what may represent an accessory vein on the left or fenestrated left common iliac vein, resulting in some tilting of the filter". Per a computed tomography (CT) abdomen: "there is an infrarenal ivc inverted tulip filter, the tip of the filter resides 1.4 cm below the lowest right renal vein. There is significant right lateral tilting of the tip of the filter, with angle of approximately 14 degrees and the tip of the filter appears to touch the right lateral inner wall of the ivc. 4 mm anterior perforation of the anterior strut which just contacts the dorsal wall of the loop of small bowel, on series 2 image 45. The left lateral filter strut is perforated by approximately 2 mm common contacts the posterior wall of the right proximal common iliac artery on series 2 image 43. The posterior filter strut is perforated by 2 mm on series 2 image 44. No evidence of filter strut fracture or bending". CT abdomen and pelvis: "there is an inferior vena cava filter with its apex tilted to the right, its tip is roughly 3 cm is distal to the renal vein. The prongs extend beyond the expected course of the inferior vena cava for roughly 2-3 mm, not into adjacent structures".

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.